Manufacturer narrative:
Programming adjustments were made to help reduce the recipient's facial nerve stimulation. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient elected revision surgery due to facial nerve stimulation. The recipient is also experiencing poor battery life and would like to access new technology. Revision surgery is scheduled.